Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 594 mg/dl. Customer treated high blood glucose with manual injection and bolus. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the insulin pump alarmed recurring insulin flow block alarm. The self test and displacement test were passed. No further patient complications were reported. Troubleshooting was performed. The device will be not returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.